Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer experienced low blood glucose. The customer's blood glucose was 39 mg/dl at the time of incident. The nurse stated that they treated the low blood glucose with juice and food. The nurse declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.